Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. An hcp reported that on (B)(6) 2021, the customer received an unspecified low sensor scan and experienced symptoms of fainting and a loss of consciousness. The customer had contact with a healthcare professional who obtained a blood glucose result of 59 and administered 2 ampoules of glucose as treatment. No further details were reported. There was no report of death or permanent impairment associated with this event. A sensor scan of 53 mg/dl was received as compared to a result of 156 mg/dl obtained on a built-in meter on an unspecified date and it is unknown if these readings were obtained within 10 minutes. When the results plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant.